Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to be maneuver inside the catheter. It was difficult to move the lead either forward or backward. The lead was stretched when it was being pulled out. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.